Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cadd-solis vip pump had a malfunction of lifting dso seal during testing. There was no patient involvement.

Manufacturer narrative:
H3, h6: updated. The suspect pump was returned for evaluation. Visual inspection was performed and was found that there was a damaged air detector, the event history log (ehl) was reviewed and was confirmed that there were no anomalies noted related to the complaint. The service history review was performed, and it was confirmed that there was no previous repair noted. The allegation made by the complainant was confirmed. However, the probable root cause of the event was unable to be determined.